Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the left anterior descending (lad) artery. An 014 ht turntrac guide wire (gw) became jailed and unraveled causing the tip to separate in the anatomy. Femoral access was obtained, and multiple wires were then advanced and wrapped over the separated guide wire tip to remove it from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A non-abbott device was then used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and stretched coils were confirmed. The reported entrapment of device and difficult to remove could not be tested as they were based on operational context. Additionally, coils were noted to be bent at the core and deformed a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the patient¿s moderately calcified and moderately tortuous anatomy during removal, as resistance was noted, resulting in the reported entrapment and difficulty removing the guide wire from the anatomy. Manipulation of the device during its interaction with the challenging anatomy likely resulted in the reported stretched coils and material separation (core), in addition to the material deformation (coils) and bent core noted during return analysis. The separated potion of the guide wire was removed from the anatomy utilizing additional wires as a snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling.